Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was damaged. The delivery system introducer flush tube was kinked/buckled. The delivery system introducer distal seal leaks. Blood was observed on the delivery system introducer sheath. Visual analysis of the introducer indicated damage during use. The analyst noted the full introducer was returned with the dilator inserted in the sheath. The flush tube of the side port assembly is kinked. There was blood at the distal end of the sheath. The distal seal is torn. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when they physician attempted to aspirate the introducer, only air was pulled into the syringe. The physician determined it was due to an incompetent valve. A second introducer was attempted but the same issue occurred. A third introducer was handed off which was aspirated without issue. No patient complications have been reported as a result of this event.